Manufacturer narrative:
Additional device information was requested but could not be obtained from the user facility. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported diagnostic testing indicated the patient's scs lead extension was broken. Consequently, the physician removed the patient's scs extension. The procedure was completed without any complications.